Event description:
It was reported from (B)(6) by medical staff that a patient was experiencing alarms from the controller and at times it would not recognize power sources. This was identified to occur on power port 1. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a single vad stopped alarm on the reported event date, which was likely the result of a controller exchange. Log analysis also revealed powers switching events that may have contributed to the reported event. During evaluation, both power ports clicked to connect with both battery and or ac adapter and were easy to disconnect. System testing did not indicate any abnormal operation of the controller power connectors and no random beeps were detected.analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A possible root cause can be attributed to a communication error between the controller and batteries. No mechanical issues were found during testing. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.